Event description:
It was reported " the package was found broken during inspection. 31 pcs involved. All of the defects found during the same inspection at the same time. The outer box was not damaged". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the package was found broken during inspection. 31 pcs involved. All of the defects found during the same inspection at the same time. The outer box was not damaged." No patient involvement reported.

Manufacturer narrative:
Qn #: (B)(4). The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A DHR review was performed with no evidence to suggest a manufacturing related cause. Per DHR the product visistat 35w 6/box lot # 73l2300462 was manufactured on 11/14/2023 a total of (B)(4) pieces. Lot was released on 11/28/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.